Manufacturer narrative:
The reported event for high impedances was not confirmed. The lead was received incomplete with only the terminal end lead segment (14.25cm) and the middle segment (73.50cm) being returned. The middle lead segment was damaged beyond functional testing. The lead was cut and damaged due to the explant procedure. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed all contacts except two to have high impedances. As a result, surgical intervention may take place at a later date to address the issue.